Event description:
It was reported that during the procedure, the balloon leaked and would not inflate. There was no clinical consequence to the patient. No further details were provided.

Event description:
It was reported that during the procedure, the balloon leaked and would not inflate. There was no clinical consequence to the patient. No further details were provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection showed no anomalies. During functional testing, the device was flushed and the flush solution exited the distal tip of the balloon catheter. The guidewire was advanced into the catheter tip to form a seal. An attempt was made to inflate the balloon; however the balloon would not inflate as the flush solution leaked out of a hole in the balloon. Based on the investigation and information available, it is probable that procedural factors limited the performance of the device, resulting in the reported event.